Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal procedure, the resident doctor closed the jaws of the device around tissue but the jaws would not re-open. They had to open another like device to remove the first device. There was no resection of the tissue necessary. There was no patient injury.